Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced that the pump was flashing and the pump was beeping. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was partially performed. No harm requiring medical intervention was reported. Mmt-1880 was requested and the customer response was the device will be returned.

Manufacturer narrative:
After battery installation, unit received with audio/beep and constant blank white display. Unable to perform the displacement, sleep current measurement, active current measurement and self tests and unable to confirm missing segment due to display anomaly. Pump was cut open to perform visual inspection and found moisture damage on the pcba1/pcba 2 /40 pin flexible during visual inspection. The unit p-cap / test reservoir locks in place properly and no anomaly noted. The following were noted during visual inspection: broken off/missing end cap, scratched case, cracked keypad overlay, stained keypad overlay, keypad overlay peeling, missing display window cover, cracked battery tube threads, cracked case corner of belt clip rail, serial number label missing. In conclusion, unable to confirm missing segment due to display anomaly. Unit received audio/beep and constant blank white display due to moisture damage electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.